Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was hypoglycemia. The caller stated that the customer had diabetes for twenty-three years. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether or not the customer was wearing the insulin pump at the time of death. The caller stated that it is possible the customer was wearing the insulin pump but it was disconnected. The caller stated that there was a no delivery alarm at 10:49am. The caller was unsure whether the customer used sensors or not. The customer was not wearing a sensor at the time of death. The caller stated that they will call back for instruction on how to return the insulin pump if they find it.